Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an insulin flow block alarm and the piston was not moving up. The customer's blood glucose level was 10 mmol/l. The customer stated that the insulin pump failed the displacement test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind, active current measurement, sleep current measurement, and self test. However, device failed prime/seating due to damaged motor slide. Unable to perform displacement test, basic occlusion test, force sensor test, displacement accuracy test, and occlusion test or verify no delivery alarm/occlusion due to prime/seating anomaly.